Manufacturer narrative:
(B)(4). The insulin pump received with cracked display window corners, battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported on (B)(6) 2014 she was trying to lock the reservoir into the reservoir compartment and it does not lock into place. Customer's blood glucose was 56 mg/dl. Customer reported the device was missing a rubber band inside the reservoir compartment. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.